Event description:
The customer reported that an intermittent communciation failure message appeared on the system after boot up.

Manufacturer narrative:
The ge service rep could not duplicate communication failure. He checked power supplies & checked all cables to make sure connection was secure. He also checked the interconnect wires, interconnect wires are secure. System tests and checks out ok.